Event description:
According to the reporter, during a procedure, during setup, an opening/closing check was performed, but the opening/closing check was not possible due to an excessive force display. Resistance was felt during connection, and there was an abnormality in the silver part of the alignment line compared to a normal cartridge. It was noted that it was not used on the patient. The product was replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot#: p5d1120) sigphandle, sig power sigphandle handle, (serial#: unknown) sigpshell, sig power sigpshell control shell, (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.